Event description:
Customer obtained results of 250mg/dl, 105mg/dl, and 155mg/dl within 10 minutes on the accu-chek compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested for evaluation.